Event description:
It was reported that the patient received several inappropriate shocks due to right ventricle (rv) lead fracture and noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and the distal conductor was found to be fractured. It was also noted that the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, and there was blood in/on the helix/lobe mechanism.